Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving gablofen at a concentration of 2000 and a dosage of 1000. It was reported that the pump and catheters were explanted due to an infection. The event date was noted to be (B)(6) 2018. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.